Event description:
It was reported that at least two filter legs perforated the vena cava. Reportedly, after filter deployment, a completion cavagram was performed. The filter appeared to be straight within the cava, but there appeared to be two filter legs extending beyond the contrast column. At the completion of the procedure, there was no report of difficulties or injury to the patient. The physician instructed the patient not to perform any strenuous activity. The following day, the patient engaged in activity and was lifting when he experienced back pain. A spinal x-ray identified that the filter was tilted approximately 45 degrees. A CT scan identified that at least two filter legs were perforating the cava and one of the legs was very close to the aorta. No extravasation was identified. The filter was successfully retrieved with a recovery cone and another ivc filter was implanted. The patient experienced some transient pain during the retrieval; however, was reported to be doing well post procedure.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. The filter has been retained by the user facility; therefore, not available for evaluation. The event investigation is currently underway.